Manufacturer narrative:
Per FDA's request, shockwave medical, inc. Has corrected the product code from omg to qmg.

Event description:
It was reported that a patient underwent a percutaneous coronary intervention (pci) of the left anterior descending (lad) and circumflex (cx) arteries and the left main (lm) due to heavy calcium as determined by optical coherence tomography (oct) and post orbital atherectomy. Arterial access to the target lesion was obtained via the femoral artery. Orbital atherectomy was performed along with high pressure balloon inflations and the patient's rhythm changed after several inflations and pulse cycles with the shockwave c2 coronary intravascular lithotripsy (ivl) balloon. Reportedly, during the ivl treatment, the patient lost conduction from a left bundle branch block (lbbb) that disrupted the electrical impulse to cause the heart to beat. A temporary pacemaker was inserted, and the procedure continued as planned. It took only a few minutes to insert the pacemaker after the conduction was lost. The pacemaker was not removed after the pci and the patient was transferred to the intensive care unit (ICU). It was reported that several days after the procedure, the patient expired of unrelated complications. The physician was adamant that ivl was not the cause of the patient's loss of conduction.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, no investigation can be performed. Based on the complaint description, the patient experienced lost conduction from a left bundle branch block (lbbb) during the ivl treatment. A temporary pacemaker was inserted however, the patient expired several days later. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.